Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the display of the pt's homechoice machine during priming. Per the initial report, the home pt disconnected the supply line of the homechoice set from the heater bag. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.